Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a (B)(6) year-old female patient who had essure (batch no. 788828) inserted for female sterilisation. The patient's past medical history included multigravida, parity 2, swollen glands, loop electrosurgical excision procedure (1998), dental operation, ex-smoker ((quit 2007)), crawling sensation of skin ((B)(6) 2009), cervix biopsy, frank hematuria, cervical cancer, skin cancer, haemorrhoids, oral surgery, alcohol use, abortion (1), bacterial vaginosis, bronchopneumonia, hepatitis a, motion sickness, scarlet fever (2005), colposcopy, asc-us and urinary urgency. She denies any allergy to nickel. Concurrent conditions included general anaesthesia, vaginitis, vaginal itching, yeast infection, tenderness, erythema, amenorrhea, genital discharge, mucous discharge, (B)(6) test positive, vulvovaginitis, fatigue, myalgia, myositis, feels awful, energy decreased, thinking abnormal, headache, nausea, hypothyroidism, tiredness, decreased appetite, vaginal irritation, allergic reaction to antibiotics, vomiting ((B)(6) 2011), flushing, itchy, heart rate high ((B)(6) 2014), elevated bp, anxiety, stress, dizziness, light-headed, papanicolaou smear abnormal, cytology abnormal, burning sensation, atypical squamous cells of undetermined significance, pelvic pain female, lower abdominal pain, abdominal pain, upper respiratory infection, abdominal cramps, urine abnormal nos, urinary tract infection, bladder spasm, uterine enlargement, bladder pain, suprapubic pain, bloating, vaginitis bacterial, rash, dysuria, fibroids, ovarian cyst, vaginal bleeding, menses irregular and spotting between menses. Family history included diabetes mellitus (dad, grandfather, mother, paternal grandfather), hypertension (dad, grandparent, mother, paternal grandmother, maternal grandmother), coronary artery disease (paternal grandfather), prostate cancer (grandfather), breast disorder nos (aunt), multiple personality (mom), psychological abuse (mom,grandmother), depression (grandmother), psychotic (grandmother), cerebrovascular accident (mother), high cholesterol (mother, father), heart attack (paternal aunt) and emphysema (paternal grandfather). Concomitant products included caffeine, ciprofloxacin (cipro) and ibuprofen (advil). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, 5 years 5 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (davinci hysterectomy and salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: the right side was cannulated first with 3 coils that could be seen after this was released. The left side was cannulated without difficulties and 1 coil could be seen afterwards. She reports having assure devices placed in 2010 without any problems. She had a recent CT scan confirming placement of these devices in the uterus. She relates her pelvic discomfort and bloating to placement of these devices. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: placement of these devices in the uterus pregnancy test - on an unknown date: negative. Ultrasound pelvis - on an unknown date: uterine fibroids. (B)(6) 2016:CT, abdomen + pelvis, w/wo contrast showed mildly large uterus pressing upon the distal right ureter. No renal or ureteric calculi. No renal mass or bladder mass. Bilateral small ovarian cysts. She had a recent ultrasound showing grossly normal anatomy aside from a 3 cm fibroid. She had a small unilateral simple cyst on ovary. Cystoscopy:compression of the bladder from the approximating uterine fibroid was visualised. (B)(6) 2016: cystoscopy showed the specimen is received in a single container labeled with patient name, and "uterus, cervix, bilateral tubes". Received in formalin is a 103 g , 6.0 x 5.2 x 5.0 cm uterus with attached 3.5 x 3.5 x 2.0 cm cervix and attached bilateral fallopian tubes. The serosa is pink-tan and smooth. The ectocervical mucosa is mottled white red and smooth and focally hemorrhagic. The endocervical mucosa is tan, glistening and grooved. The 2.8 x 2.3 cm endometrial cavity is lined by a 0.2-0.3 cm red-tan, shaggy endometrium. The pink trabeculated myometrium averages 2.5 cm in thickness and is focally nodular. No mass lesions are grossly identified. The red-brown, fimbriated bilateral fallopian tubes average 8.0 x 0.5 x 0.4 cm , cut section reveals a stellate lumen and uniform wall thickness of 0.2 cm. There is a gray metal coil identified in both fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device removal. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal"), pelvic pain ("pain"), uterine haemorrhage ("abnormal uterine bleeding"), cervical dysplasia ("ascus"), genital haemorrhage ("abnormal bleeding (general)") and metal poisoning ("allergic or hypersensitivity reaction:metal poisoning") in a 36-year-old female patient who had essure (batch no. 766528-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (((B)(6) 1998; (B)(6) 2010)), swollen glands, loop electrosurgical excision procedure in 1998, skin cancer, miscarriage (2009) and asc-us. She denies any allergy to nickel. Concurrent conditions included general anaesthesia, vaginal itching, yeast infection, amenorrhea, chlamydia test positive, papanicolaou smear abnormal, human papilloma virus test positive since (B)(6) 2013, atypical squamous cells of undetermined significance since (B)(6) 2014, fibroids, ovarian cyst, low grade squamous intraepithelial lesion since (B)(6) 2011 and hypothyroidism since 2013. Family history included blood pressure high (paternal grandmother and maternal grandmother) and prostate cancer (maternal grandfather). Concomitant products included caffeine, ciprofloxacin (cipro), fluconazole, fluconazole (diflucan), ibuprofen (advil), linaclotide (linzess), nitrofurantoin (macrobid) and thyroid (armour thyroid). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2011, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2013, 3 years after insertion of essure, the patient experienced hypothyroidism ("hypothyroidism"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), cervical dysplasia (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), thyroid disorder ("hormonal changes:thyroid diease"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), rash ("rashes"), bladder disorder ("bladder problems"), dysuria ("urinary problems or changes"), allergy to metals ("nickel allergy"), dysplasia ("dysplasia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (davinci hysterectomy and salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, uterine haemorrhage, cervical dysplasia, metal poisoning, thyroid disorder, vaginal haemorrhage, menorrhagia, rash, bladder disorder, dysuria, headache, allergy to metals, dysplasia, abdominal pain and hypothyroidism outcome was unknown and the pelvic pain, genital haemorrhage, migraine, nausea, vaginal discharge, fatigue and bacterial vaginosis had resolved. The reporter provided no causality assessment for medical device removal with essure. The reporter considered abdominal pain, allergy to metals, bacterial vaginosis, bladder disorder, cervical dysplasia, dysplasia, dysuria, fatigue, genital haemorrhage, headache, hypothyroidism, menorrhagia, metal poisoning, migraine, nausea, pelvic pain, rash, thyroid disorder, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the right side was cannulated first with 3 coils that could be seen after this was released. The left side was cannulated without difficulties and 1 coil could be seen afterwards. She reports having assure devices placed in 2010 without any problems. She had a recent CT scan confirming placement of these devices in the uterus. She relates her pelvic discomfort and bloating to placement of these devices. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: placement of these devices in the uterus hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion pregnancy test - on an unknown date: negtive ultrasound pelvis - on an unknown date: uterine fibroids (B)(6) 2016:CT, abdomen + pelvis, w/wo contrast showed mildly large uterus pressing upon the distal right ureter. No renal or ureteric calculi. No renal mass or bladder mass. Bilateral small ovarian cysts. She had a recent ultrasound showing grossly normal anatomy aside from a 3 cm fibroid. She had a small unilateral simple cyst on ovary. Cystoscopy:compression of the bladder from the approximating uterine fibroid was visualised. Negtaive cystoscopy. (B)(6) 2016:cystoscopy showed the specimen is received in a single container labeled with patient name, and "uterus, cervix, bilateral tubes". There is a gray metal coil identified in both fallopian tubes. On (B)(6) 2011,surgical pathology report showed final diagnosis:endocervix, curettage: fragments of endocervical glandular and squamous epithelial cells in a background of blood and inflammatory cells; negative for dysplasia. On (B)(6) 2013,surgical pathology showed final diagnosis:endocervix curetting: glandular endocervical epithelium present; negative for dysplasia,2p biopsy: mild squamous dysplasia (cin 1). On (B)(6) 2013,pap test showed epithelial cell abnormality, low-grade squamous intraepithelial lesion (lsil); positive human pa pillomavirus deoxyribonucleic acid test. On (B)(6) 2014,surgical pathology report showed cervix biopsy: low grade squamous dysplasia (cin 1),endocervix curetting: negative for dysplasia. Glandular endocervical epithelium present. Fragment of benign proliferative endometrium present. On (B)(6) 2016,surgical pathology report:endocervix, curettings: abundant acutely inflamed squamous metaplastic epithelium with reactive atypia, uterine cervix, biopsy: squamous mucosa without significant histopathologic abnormality. No endocervical mucosa is present for evaluation. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device removal,fatigue,nausea,abdominal pain,pelvic pain,vaginal haemorrhage,rash,headache,dysuria. Batch numbers 766528 and 788828 are invalid. Batch numbers 766528 and 788828 are invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-sep-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('medical device removal/ due to abnormal bleeding (general)'), pelvic pain ('pain'), uterine haemorrhage ('abnormal uterine bleeding'), cervical dysplasia ('ascus') and metal poisoning ('allergic or hypersensitivity reaction:metal poisoning') in a 36-year-old female patient who had essure (batch no. 766528- not valid, 756528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure in 1998, multigravida, parity 2 (((B)(6) 1998; (B)(6) 2010)), swollen glands, skin cancer, miscarriage (2009) and asc-us. She denies any allergy to nickel. Concurrent conditions included atypical squamous cells of undetermined significance since (B)(6) 2014, human papilloma virus test positive since (B)(6) 2013, hypothyroidism since 2013, low grade squamous intraepithelial lesion since (B)(6) 2011, general anaesthesia, vaginal itching, yeast infection, amenorrhea, chlamydia test positive, papanicolaou smear abnormal, fibroids and ovarian cyst. Family history included blood pressure high (paternal grandmother and maternal grandmother) and prostate cancer (maternal grandfather). Concomitant products included caffeine, ciprofloxacin (cipro), fluconazole, fluconazole (diflucan), ibuprofen, linaclotide (linzess), nitrofurantoin (macrobid) and thyroid (armour thyroid). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge") and bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2013, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced hypothyroidism ("hypothyroidism"), 3 years after insertion of essure. In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), cervical dysplasia (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), thyroid disorder ("hormonal changes:thyroid diease"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), rash ("rashes"), bladder disorder ("bladder problems"), dysuria ("urinary problems or changes"), allergy to metals ("nickel allergy"), dysplasia ("dysplasia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (davinci hysterectomy and salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, pelvic pain, uterine haemorrhage, migraine, nausea, vaginal discharge, fatigue and bacterial vaginosis had resolved and the cervical dysplasia, metal poisoning, thyroid disorder, vaginal haemorrhage, menorrhagia, rash, bladder disorder, dysuria, headache, allergy to metals, dysplasia, abdominal pain and hypothyroidism outcome was unknown. The reporter considered abdominal pain, allergy to metals, bacterial vaginosis, bladder disorder, cervical dysplasia, dysplasia, dysuria, fatigue, genital haemorrhage, headache, hypothyroidism, menorrhagia, metal poisoning, migraine, nausea, pelvic pain, rash, thyroid disorder, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the right side was cannulated first with 3 coils that could be seen after this was released. The left side was cannulated without difficulties and 1 coil could be seen afterwards. She reports having assure devices placed in 2010 without any problems. She had a recent CT scan confirming placement of these devices in the uterus. She relates her pelvic discomfort and bloating to placement of these devices. Diagnostic results (normal ranges are provided in parenthesis if available): abdomen scan - on (B)(6) 2016: CT, abdomen + pelvis, w/wo contrast showed mildly large uterus pressing upon the distal right ureter. No renal or ureteric calculi. No renal mass or bladder mass. Bilateral small ovarian cysts.. Computerised tomogram - on an unknown date: results: placement of these devices in the uterus. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Pregnancy test - on an unknown date: results: negtive. Ultrasound pelvis - on an unknown date: results: uterine fibroids. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device removal,fatigue,nausea,abdominal pain,pelvic pain,vaginal haemorrhage,rash,headache,dysuria. Batch numbers 766528 and 788828 are invalid. Batch numbers 766528 and 788828 are invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2021: reporters & lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('medical device removal/ due to abnormal bleeding (general)'), pelvic pain ('pain'), abnormal uterine bleeding ('abnormal uterine bleeding'), cervical dysplasia ('ascus') and metal poisoning ('allergic or hypersensitivity reaction: metal poisoning') in a 36-year-old female patient who had essure (batch no: 766528- inv, 756528-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure in 1998, multigravida, parity 2 (on (B)(6) 1998; on (B)(6) 2010), swollen glands, skin cancer, miscarriage (2009) and asc-us. She denies any allergy to nickel. Concurrent conditions included atypical squamous cells of undetermined significance since on (B)(6) 2014, human papilloma virus test positive since on (B)(6) 2013, hypothyroidism since 2013, low grade squamous intraepithelial lesion since on (B)(6) 2011, general anaesthesia, vaginal itching, yeast infection, amenorrhea, chlamydia test positive, papanicolaou smear abnormal, fibroids and ovarian cyst. Family history included blood pressure high (paternal grandmother and maternal grandmother) and prostate cancer (maternal grandfather). Concomitant products included caffeine, ciprofloxacin (cipro), fluconazole, fluconazole (diflucan), ibuprofen, linaclotide (linzess), nitrofurantoin (macrobid) and thyroid (armour thyroid). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge") and bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2013, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced hypothyroidism ("hypothyroidism"), 3 years after insertion of essure. On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abnormal uterine bleeding (seriousness criterion medically significant), cervical dysplasia (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), thyroid disorder ("hormonal changes:thyroid disease"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), rash ("rashes"), bladder disorder ("bladder problems"), dysuria ("urinary problems or changes"), allergy to metals ("nickel allergy"), dysplasia ("dysplasia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (davinci hysterectomy and salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, pelvic pain, abnormal uterine bleeding, migraine, nausea, vaginal discharge, fatigue and bacterial vaginosis had resolved and the cervical dysplasia, metal poisoning, thyroid disorder, vaginal haemorrhage, heavy menstrual bleeding, rash, bladder disorder, dysuria, headache, allergy to metals, dysplasia, abdominal pain and hypothyroidism outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, allergy to metals, bacterial vaginosis, bladder disorder, cervical dysplasia, dysplasia, dysuria, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypothyroidism, metal poisoning, migraine, nausea, pelvic pain, rash, thyroid disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the right side was cannulated first with 3 coils that could be seen after this was released. The left side was cannulated without difficulties and 1 coil could be seen afterwards. She reports having assure devices placed in 2010 without any problems. She had a recent CT scan confirming placement of these devices in the uterus. She relates her pelvic discomfort and bloating to placement of these devices. Diagnostic results (normal ranges are provided in parenthesis if available): abdomen scan: on (B)(6) 2016: CT, abdomen + pelvis, w/wo contrast showed mildly large uterus pressing upon the distal right ureter. No renal or ureteric calculi. No renal mass or bladder mass. Bilateral small ovarian cysts. Computerised tomogram: on an unknown date: results: placement of these devices in the uterus. Hysterosalpingogram: on (B)(6) 2011: results: total bilateral occlusion. Pregnancy test: on an unknown date: results: negative. Ultrasound pelvis: on an unknown date: results: uterine fibroids. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device removal, fatigue, nausea, abdominal pain, pelvic pain, vaginal haemorrhage, rash, headache, dysuria. Batch numbers: 766528 and 788828 are invalid. Lot number: 756528 and 766528 are invalid. Batch numbers: 766528 and 788828 are invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal"), pelvic pain ("pain"), uterine haemorrhage ("abnormal uterine bleeding"), cervical dysplasia ("ascus"), genital haemorrhage ("abnormal bleeding (general)") and metal poisoning ("allergic or hypersensitivity reaction:metal poisoning") in a 36-year-old female patient who had essure (batch no. 766528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (((B)(6) 1998; (B)(6) 2010)), swollen glands, loop electrosurgical excision procedure in 1998, skin cancer, miscarriage (2009) and asc-us. She denies any allergy to nickel. Concurrent conditions included general anaesthesia, vaginal itching, yeast infection, amenorrhea, chlamydia test positive, papanicolaou smear abnormal, human papilloma virus test positive since (B)(6) 2013, atypical squamous cells of undetermined significance since (B)(6) 2014, fibroids, ovarian cyst, low grade squamous intraepithelial lesion since (B)(6) 2011 and hypothyroidism since 2013. Family history included blood pressure high (paternal grandmother and maternal grandmother) and prostate cancer (maternal grandfather). Concomitant products included caffeine, ciprofloxacin (cipro), fluconazole, fluconazole (diflucan), ibuprofen (advil), linaclotide (linzess), nitrofurantoin (macrobid) and thyroid (armour thyroid). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2011, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2013, 3 years after insertion of essure, the patient experienced hypothyroidism ("hypothyroidism"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), cervical dysplasia (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), thyroid disorder ("hormonal changes:thyroid diease"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), rash ("rashes"), bladder disorder ("bladder problems"), dysuria ("urinary problems or changes"), allergy to metals ("nickel allergy"), dysplasia ("dysplasia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (davinci hysterectomy and salpingectomy) and surgery (davinci hysterectomy and salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, uterine haemorrhage, cervical dysplasia, metal poisoning, thyroid disorder, vaginal haemorrhage, menorrhagia, rash, bladder disorder, dysuria, headache, allergy to metals, dysplasia, abdominal pain and hypothyroidism outcome was unknown and the pelvic pain, genital haemorrhage, migraine, nausea, vaginal discharge, fatigue and bacterial vaginosis had resolved. The reporter provided no causality assessment for medical device removal with essure. The reporter considered abdominal pain, allergy to metals, bacterial vaginosis, bladder disorder, cervical dysplasia, dysplasia, dysuria, fatigue, genital haemorrhage, headache, hypothyroidism, menorrhagia, metal poisoning, migraine, nausea, pelvic pain, rash, thyroid disorder, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the right side was cannulated first with 3 coils that could be seen after this was released. The left side was cannulated without difficulties and 1 coil could be seen afterwards. She reports having assure devices placed in 2010 without any problems. She had a recent CT scan confirming placement of these devices in the uterus. She relates her pelvic discomfort and bloating to placement of these devices. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: placement of these devices in the uterus hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test - on an unknown date: negtive. Ultrasound pelvis - on an unknown date: uterine fibroids . (B)(6) 2016:CT, abdomen + pelvis, w/wo contrast showed mildly large uterus pressing upon the distal right ureter. No renal or ureteric calculi. No renal mass or bladder mass. Bilateral small ovarian cysts. She had a recent ultrasound showing grossly normal anatomy aside from a 3 cm fibroid. She had a small unilateral simple cyst on ovary. Cystoscopy:compression of the bladder from the approximating uterine fibroid was visualised. Negtaive cystoscopy. On (B)(6) 2016:cystoscopy showed the specimen is received in a single container labeled with patient name, and "uterus, cervix, bilateral tubes". There is a gray metal coil identified in both fallopian tubes. On (B)(6) 2011,surgical pathology report showed final diagnosis:endocervix, curettage: fragments of endocervical glandular and squamous epithelial cells in a background of blood and inflammatory cells; negative for dysplasia. On (B)(6) 2013,surgical pathology showed final diagnosis:endocervix curetting: glandular endocervical epithelium present; negative for dysplasia,2p biopsy: mild squamous dysplasia (cin 1). On (B)(6) 2013,pap test showed epithelial cell abnormality, low-grade squamous intraepithelial lesion (lsil); positive human pa pillomavirus deoxyribonucleic acid test. On (B)(6) 2014,surgical pathology report showed cervix biopsy: low grade squamous dysplasia (cin 1),endocervix curetting: negative for dysplasia. Glandular endocervical epithelium present. Fragment of benign proliferative endometrium present. On (B)(6) 2016,surgical pathology report:endocervix, curettings: abundant acutely inflamed squamous metaplastic epithelium with reactive atypia, uterine cervix, biopsy: squamous mucosa without significant histopathologic abnormality. No endocervical mucosa is present for evaluation. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device removal,fatigue,nausea,abdominal pain,pelvic pain,vaginal haemorrhage,rash,headache,dysuria. Most recent follow-up information incorporated above includes: on 4-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events abnormal bleeding (general) and bacterial vaginosis were added. Lot number was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("medical device removal/ due to abnormal bleeding (general)"), pelvic pain ("pain"), uterine haemorrhage ("abnormal uterine bleeding"), cervical dysplasia ("ascus") and metal poisoning ("allergic or hypersensitivity reaction:metal poisoning") in a 36-year-old female patient who had essure (batch no. 766528- invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (((B)(6) 1998; (B)(6) 2010)), swollen glands, loop electrosurgical excision procedure in 1998, skin cancer, miscarriage (2009) and asc-us. She denies any allergy to nickel. Concurrent conditions included general anaesthesia, vaginal itching, yeast infection, amenorrhea, chlamydia test positive, papanicolaou smear abnormal, human papilloma virus test positive since (B)(6) 2013, atypical squamous cells of undetermined significance since (B)(6) 2014, fibroids, ovarian cyst, low grade squamous intraepithelial lesion since (B)(6) 2011 and hypothyroidism since 2013. Family history included blood pressure high (paternal grandmother and maternal grandmother) and prostate cancer (maternal grandfather). Concomitant products included caffeine, ciprofloxacin (cipro), fluconazole, fluconazole (diflucan), ibuprofen (advil), linaclotide (linzess), nitrofurantoin (macrobid) and thyroid (armour thyroid). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2011, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2013, 3 years after insertion of essure, the patient experienced hypothyroidism ("hypothyroidism"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), cervical dysplasia (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), thyroid disorder ("hormonal changes:thyroid disease"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), rash ("rashes"), bladder disorder ("bladder problems"), dysuria ("urinary problems or changes"), allergy to metals ("nickel allergy"), dysplasia ("dysplasia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (davinci hysterectomy and salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, pelvic pain, uterine haemorrhage, migraine, nausea, vaginal discharge, fatigue and bacterial vaginosis had resolved and the cervical dysplasia, metal poisoning, thyroid disorder, vaginal haemorrhage, menorrhagia, rash, bladder disorder, dysuria, headache, allergy to metals, dysplasia, abdominal pain and hypothyroidism outcome was unknown. The reporter considered abdominal pain, allergy to metals, bacterial vaginosis, bladder disorder, cervical dysplasia, dysplasia, dysuria, fatigue, genital haemorrhage, headache, hypothyroidism, menorrhagia, metal poisoning, migraine, nausea, pelvic pain, rash, thyroid disorder, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the right side was cannulated first with 3 coils that could be seen after this was released. The left side was cannulated without difficulties and 1 coil could be seen afterwards. She reports having assure devices placed in 2010 without any problems. She had a recent CT scan confirming placement of these devices in the uterus. She relates her pelvic discomfort and bloating to placement of these devices. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: placement of these devices in the uterus hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test - on an unknown date: negative ultrasound pelvis - on an unknown date: uterine fibroids (B)(6) 2016:CT, abdomen + pelvis, w/wo contrast showed mildly large uterus pressing upon the distal right ureter. No renal or ureteric calculi. No renal mass or bladder mass. Bilateral small ovarian cysts. She had a recent ultrasound showing grossly normal anatomy aside from a 3 cm fibroid. She had a small unilateral simple cyst on ovary. Cystoscopy:compression of the bladder from the approximating uterine fibroid was visualised. Negative cystoscopy. (B)(6) 2016:cystoscopy showed the specimen is received in a single container labeled with patient name, and "uterus, cervix, bilateral tubes". There is a gray metal coil identified in both fallopian tubes. On (B)(6) 2011,surgical pathology report showed final diagnosis:endocervix, curettage: fragments of endocervical glandular and squamous epithelial cells in a background of blood and inflammatory cells; negative for dysplasia. On (B)(6) 2013,surgical pathology showed final diagnosis:endocervix curetting: glandular endocervical epithelium present; negative for dysplasia,2p biopsy: mild squamous dysplasia (cin 1). On (B)(6) 2013,pap test showed epithelial cell abnormality, low-grade squamous intraepithelial lesion (lsil); positive human pa pillomavirus deoxyribonucleic acid test. On (B)(6) 2014,surgical pathology report showed cervix biopsy: low grade squamous dysplasia (cin 1),endocervix curetting: negative for dysplasia. Glandular endocervical epithelium present. Fragment of benign proliferative endometrium present. On (B)(6) 2016,surgical pathology report:endocervix, curettings: abundant acutely inflamed squamous metaplastic epithelium with reactive atypia, uterine cervix, biopsy: squamous mucosa without significant histopathologic abnormality. No endocervical mucosa is present for evaluation. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device removal,fatigue,nausea,abdominal pain,pelvic pain,vaginal haemorrhage,rash,headache,dysuria. Batch numbers 766528 and 788828 are invalid. Batch numbers 766528 and 788828 are invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: update of information (batch is not valid). On 24-sep-2018: upon routine quality monitoring activity, event medical device removal was merged with abnormal bleeding and recoded to genital bleeding. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal"), pelvic pain ("pain"), uterine haemorrhage ("abnormal uterine bleeding"), cervical dysplasia ("ascus") and metal poisoning ("allergic or hypersensitivity reaction:metal poisoning") in a 36-year-old female patient who had essure (batch no. 756628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (B)(6) 1998; (B)(6) 2010, swollen glands, loop electrosurgical excision procedure in 1998, skin cancer, miscarriage (2009) and asc-us. She denies any allergy to nickel. Concurrent conditions included general anaesthesia, vaginal itching, yeast infection, amenorrhea, chlamydia test positive, papanicolaou smear abnormal, human papilloma virus test positive since (B)(6) 2013, atypical squamous cells of undetermined significance since (B)(6) 2014, fibroids, ovarian cyst and low grade squamous intraepithelial lesion since (B)(6) 2011. Family history included blood pressure high (paternal grandmother and maternal grandmother) and prostate cancer (maternal grandfather). Concomitant products included caffeine, ciprofloxacin (cipro), fluconazole, fluconazole (diflucan), ibuprofen (advil), linaclotide (linzess), nitrofurantoin (macrobid) and thyroid (armour thyroid). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, 3 years after insertion of essure, the patient experienced hypothyroidism ("hypothyroidism"). On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), cervical dysplasia (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), thyroid disorder ("hormonal changes:thyroid disease"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), rash ("rashes"), bladder disorder ("bladder problems"), dysuria ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), dysplasia ("dysplasia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (davinci hysterectomy and salpingectomy) and surgery (davinci hysterectomy and salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, pelvic pain, uterine haemorrhage, cervical dysplasia, metal poisoning, thyroid disorder, vaginal haemorrhage, menorrhagia, rash, bladder disorder, dysuria, migraine, headache, nausea, allergy to metals, vaginal discharge, fatigue, dysplasia, abdominal pain and hypothyroidism outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered abdominal pain, allergy to metals, bladder disorder, cervical dysplasia, dysplasia, dysuria, fatigue, headache, hypothyroidism, menorrhagia, metal poisoning, migraine, nausea, pelvic pain, rash, thyroid disorder, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the right side was cannulated first with 3 coils that could be seen after this was released. The left side was cannulated without difficulties and 1 coil could be seen afterwards. She reports having assure devices placed in 2010 without any problems. She had a recent CT scan confirming placement of these devices in the uterus. She relates her pelvic discomfort and bloating to placement of these devices. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: placement of these devices in the uterus hysterosalpingogram - on (B)(6) 2011: satisfactory. Pregnancy test - on an unknown date: negative. Ultrasound pelvis - on an unknown date: uterine fibroids. On (B)(6) 2016:CT, abdomen + pelvis, w/wo contrast showed mildly large uterus pressing upon the distal right ureter. No renal or ureteric calculi. No renal mass or bladder mass. Bilateral small ovarian cysts. She had a recent ultrasound showing grossly normal anatomy aside from a 3 cm fibroid. She had a small unilateral simple cyst on ovary. Cystoscopy:compression of the bladder from the approximating uterine fibroid was visualised. Negative cystoscopy. On (B)(6) 2016:cystoscopy showed the specimen is received in a single container labeled with patient name, and "uterus, cervix, bilateral tubes". There is a gray metal coil identified in both fallopian tubes. On (B)(6) 2011,surgical pathology report showed final diagnosis: endocervix, curettage: fragments of endocervical glandular and squamous epithelial cells in a background of blood and inflammatory cells; negative for dysplasia. On (B)(6) 2013,surgical pathology showed final diagnosis: endocervix curetting: glandular endocervical epithelium present; negative for dysplasia, 2p biopsy: mild squamous dysplasia (cin 1). On (B)(6) 2013, pap test showed epithelial cell abnormality, low-grade squamous intraepithelial lesion (lsil); positive human pa papillomavirus deoxyribonucleic acid test. On (B)(6) 2014, surgical pathology report showed cervix biopsy: low grade squamous dysplasia (cin 1), endocervix curetting: negative for dysplasia. Glandular endocervical epithelium present. Fragment of benign proliferative endometrium present. On (B)(6) 2016, surgical pathology report: endocervix, curettings: abundant acutely inflamed squamous metaplastic epithelium with reactive atypia, uterine cervix, biopsy: squamous mucosa without significant histopathologic abnormality. No endocervical mucosa is present for evaluation. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device removal, fatigue, nausea, abdominal pain, pelvic pain, vaginal haemorrhage, rash, headache, dysuria. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical records received. Events extracted per pfs are: hormonal changes (thyroid disorder), abnormal bleeding (vaginal, menorrhagia), metal poisoning, rashes, bladder problems, urinary problems, migraine, headache, nausea, nickel allergy, pain, fatigue, vaginal discharge, and dysplasia. Events extracted per mr are: hypothyroidism, cervical dysplasia and abnormal uterine bleeding. Lot number and total number of pregnancies updated. Concomitant drugs, concomitant diseases, historical condition, and lab test were also provided. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.